Manufacturer narrative:
Additional informat6ion: section d4 expiration date. Section d8/d9 device returned to manufacturer, date device returned to manufacturer. Section g date received by manufacturer. Section g6 type of report. Section h4 device manufacture date. Section h6 evaluation codes. Section h10 manufacturer narrative. The cls and leads were returned to saluda. The anchors were not returned for analysis. Without the return of the anchors for analysis, it is not possible to assess device function in respect to the reported lead migration. The risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result as listed in evoke scs system surgical guide. It was reported the infection occurred approximately 4-6 weeks following the surgery. The definitive cause of the infection could not be determined. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the evoke scs system surgical guide. The manufacturing records were reviewed and confirmed the devices met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented at a follow-up visit with an infection and a lead had migrated. Oral medication was prescribed to help treat the infection which was unsuccessful. Two days later, the system was explanted.